Manufacturer narrative:
Pump passed displacement test. The pump was received with a visible crack in the lcd screen which does hinder the user's ability to read and navigate the menus. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump screen was broken. Customer stated that insulin pump had neither been bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.